Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the stylus intermittently not functioning, the stylus and the cursor did not line up. The overlay/bezel assembly was replaced and the stylus calibrated to resolve. It was further noted that the power supply fan was noisy and therefore the power supply was replaced. Concomitant product: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen was intermittently not functioning. It was further reported that replacing the stylus and calibrating it did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.